Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a male pt, the device prompted a "plug in electrode" message. The user detached and re-connected the electrodes to the device, and the device prompted a "plug in electrode" message. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.